Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. Device was visually and functionally tested and the customer stated problem was confirmed. The investigation found the latch lock was non-functional, which is also the reason why the cassette is not recognized. The cause of the issue was found to be the latch lock sensor. The latch lock sensor was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump did not recognize the cassette. There was no patient involvement and no injury or medical intervention needed.